Event description:
Additional information was received from a distributor. The date of pump explant was not provided by the healthcare provider.

Manufacturer narrative:
Continuation of d10: product ID 8835 product type programmer, patient product ID medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a distributor (dist) regarding a patient receiving intrathecal morphine 6 mg/ml at 6.9943 mg/day and bupivacaine 3 mg/ml at 3.4972 mg/day via an implantable pump. It was reported that the patient's motor stopped working. The issue was resolved at the time of the report. The patient's medical history included cancer pain. Additional information received from a foreign health care provider (for, hcp) via a distributor indicated that the product had been sent to the logistics department. The time/date of the motor stall and recovery were unknown. The cause of the motor stall/recovery was not provided. Actions/interventions taken to resolve the issue included replacing with a new pump. Additional information received via logs indicated that code 03 [critical alarm - pump motor stop has occurred], code 88 [myptm high -dose administration request] and code 89 [myptm high-dose administration request rejected] were seen.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from foreign health care provider (for, hcp) via a distributor (dist) indicated that the serial number of the patient's personal therapy manager was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the pump was treated as medical waste.